Event description:
It was reported by the implant patient registry that approximately 3 years, 1 month, and 6 days post: transfemoral tavr with a 29 mm sapien 3 valve, the valve was explanted due to aortic valve insufficiency, and a surgical valve was implanted. The patient had been more confused in the weeks leading up to surgery. The medical records were reviewed, and this patient underwent explant of a 29 mm s3 tavr due to aortic insufficiency approximately 37 months post implant. At the time of the explant a coronary artery bypass was performed to the posterior descending artery and placement of a 25 mm inspiris valve in the aortic position and a 33 mm mitris valve in the mitral position. Confusion was noted post-operatively, a CT scan of the head was negative for an acute event, however moderate leukoaraiosis was observed. The confusion was thought to be related to history of alcoholism, opioid use, unspecified dementia or possible moderate leukoaraiosis. The patient was discharged to home 10 days after surgery.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on medical record provided. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), paravalvular leak (pvl) and hemolysis are potential adverse events associated with the use of bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (leaflets with calcific valvopathy) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the implant patient registry that approximately 3 years, 1 month, and 6 days post - transfemoral tavr with a 29mm sapien 3 valve, the valve was explanted due to aortic valve insufficiency, and a surgical valve was implanted. The medical records were reviewed, and this patient underwent explant of a 29mm s3 tavr due to aortic insufficiency approximately 37 months post implant. At the time of the explant a coronary artery bypass was performed to the posterior descending artery and placement of a 25mm inspiris valve in the aortic position and a 33mm mitris valve in the mitral position. The patient was discharged to home 10 days after surgery. A second set of medical records were received and reviewed, there was mitral regurgitation, aortic insufficiency, status post sapien valve, status post coronary artery bypass grafting. The patient underwent aortic valve replacement with 25-mm edwards inspiris bovine pericardial valve, and 33 mm mitral valve replacement with a mitris bovine pericardial valve. There were no reported complications. The pathology report final diagnosis was aortic valve and leaflets with calcific valvulopathy. The specimen consisted of three somewhat sheet-like and crescent-shaped fragments of pale tan-pink rubbery tissue, with extensively embedded calcific material, consistent with aortic valve leaflets there was also a rigid gray metallic mesh apparent stent, with internally embedded tan-white rubbery soft tissue/possible foreign material. The material attached to the stent appears suggestive of previous artificial heart valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional medical records being received. Sections b5, b7, g6, h2, and h6 device code in this section have been updated.